Event description:
During the deployment, the hypo tube of the shaft broke at the hub and separated. The patient was a male. The target lesion was the proximal left anterior descending artery (lad). The vessel was described as calcified and tortuous. The product was properly inspected and prepped prior to use and no anomalies were found. During deployment, the hypo tube shaft broke and separated at the hub. It was noted that there was no excessive torquing while attempting to deliver the stent. The stent was not to be deployed. The physician removed the shaft of the delivery system from the patient and another stent was used to successfully complete the procedure. There was no reported injury to the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated). Additional information will be submitted within 30 days of receipt.